Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Driveline cultures collected on (B)(6) 2021 were negative for infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a major infection and experienced increased clear driveline wound output and the site was not reddened. A wound culture was planned to be taken at his primary care provider. The patient was put on oral cephalexin with no changes. The patient did not have a fever. Their last white blood cell (wbc) count was taken on (B)(6) 2021 and was 11.3. The patient refused to travel to the main left ventricular assist device (lvad) clinic to pull pump event log.